Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on 5/19/2014 stated that noise was noted on this unipolar lead on (B)(6) 2014. Sensitivity was programmed to 3mv. Caller measured on the stored egm an amplitude of 3mv which caller considered as noise spike. Patient reported some dizziness. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)